Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have depleted batteries. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary:the condition of depleted batteries was confirmed. Inspection of the device found that the pump's batteries were potentially damaged. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated, which was opened on april 1, 2005.